Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-69: using incorrect test strip platform corrected sections as of (B)(6) 2020: h10: most likely underlying root cause corrected from "mlc-101: user used the wrong strip" to "mlc-69: using incorrect test strip platform".

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-101: user used the wrong strip. Note: manufacturer contacted customer in a follow-up call on 30-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo display and low blood glucose test results. The customer is concerned with tests results obtained of 21,22 and 23mg/dl. The expected fasting blood glucose test result range is 84-95mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2017 (expired) and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).